Manufacturer narrative:
H3 other text : customer refused service.

Event description:
It was reported that the device requires repair/service. There was reportedly no patient involvement. The customer declined evaluation and repair. The customer declined service and repair of the device, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device requires repair/service. There was reportedly no patient involvement.